Event description:
On (B)(6) 2013 animas was informed that the patient had been in the ER after being on the pump for a week. Customer technical support (cts) followed up with the patient, and the patient reported that he changed his site due to elevated blood glucose (bg) but his bgs did not resolve. The patient stated that on (B)(6) 2013, he went to the hospital, and found he had a bent cannula but the pump did not alarm for occlusion. The patient stated he changed the set and the issue resolved. The patient stated that upon arrival at the hospital, his bg was 515mg/dl with nausea and he was disconnected from the pump and given subcutaneous insulin and IV fluids. The patient stated that on (B)(6) 2013, he was discharged after he resumed the pump and had made sure the new site was working. The patient stated his bgs have been normal since the incident and he is doing well with the pump. Customer technical support advised the patient of reasons the pump may not alarm for an occlusion, and the patient verbalized understanding. Insertion technique was reviewed and found to be correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return and the patient has continued insulin pump therapy. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.